Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 238 mg/dl. The customer reported a no delivery alarm from the insulin pump. Troubleshooting was done. The customer reported that the reservoir of the insulin pump might be occluded. The customer also reported that the reservoirs of the insulin pump might have been expired. No additional information was provided.